Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that at the white and black power connections the casing was torn and the phases were clearly visible. The patient was switched to their backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black and white bend reliefs being damaged with visible wiring was confirmed, as this damage was observed on the controller¿s bend reliefs upon arrival with wires visible within the damage to the black bend relief and power cable. The controller was functionally tested and failed test steps related to the continuity and voltage outputs of it cables due to the observed damages; however, the controller operated a mock loop as intended throughout testing. A log file was extracted from the controller during testing, containing data spanning approximately 44 days (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s voltage values were observed to be intermittently below average throughout the data, consistent with the controller's testing. However, the observed low voltage values did not trigger any atypical alarms. The root cause of the damage to the controller¿s cables was unable to be determined through this analysis. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault and power cable disconnect alarms. The heartmate ii patient handbook instructs users to regularly inspect their equipment, including their system controller, and to replace any devices that appear damaged or worn. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 03feb2016. No further information was provided. The manufacturer is closing the file on this event.